Event description:
Pt went into v-fib while on an hp telemetry monitor. The monitor failed to alarm; the pt was found a short time later unresponsive. The sound card had failed on the monitor; the pt had expired.